Event description:
There are ongoing issues related to dexcom g7 product and compatibility problems with cellphones and that it does not work with my cell phone (samsung galaxy android a71 software version 13). They are unable to tell me when compatibility would be corrected.